Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the non-tortuous and moderately calcified left circumflex (lcx). The lesion was predilated with a 2.75 x 12 mm non-compliant balloon at 14 atm. A 2.75 x 32 mm synergy was deployed at nominal pressure and a distal edge dissection was then noted. The dissection was covered with another synergy stent and the procedure was completed. The patient was stable post procedure.